Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had keypad anomaly. The customer¿s blood glucose level was 172 mg/dl. The customer was blousing and pushing the up arrow and it would not stop. The insulin pump had battery out limit. The time clock was advances. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.